Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to duplicate the communication error (b30). The net spacer the housing was found damaged. The exact cause of the user 's report could not be conclusively determined at this time. The investigation is ongoing, and if new and relevant information becomes available later, this report will updated accordingly.

Event description:
The user facility reported that the video processor displayed an error message b30 (communication error) during the preparation for use. There was no report of patient or user injury due to the reported event.

Event description:
The patient was not under under general anesthesia. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined the b30 error occurred because there was a problem such as the influence of the light source device and connection of the connection cable, because it was checked by the endoscope described below, but it did not reproduce it. In addition, no further cause could be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to correct section h6 to align with the results of the device evaluation.